Event description:
It was reported that during the implant procedure, after a successful induction test, the egm appeared as invalid. It was recommended to clear the diagnostics log and perform further tests to see if the issue persists. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.